Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. G3: france. B3: unknown; no information has been provided to date. D4 UDI, g5 unavailable.

Event description:
It was reported that the pump was over delivering. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated, the flow rate was too high. It was determined that the expulsor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G2 email is: (B)(4).